Event description:
A (B)(6) male pt called zoll customer support called zoll customer support to report that his monitor was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was resetting. The cause for the rests was isolated to a faulty memory integrated chip. The root cause for the faulty memory integrated chip could not be positively identified. No adverse event resulted form the defective monitor. The pt received a replacement monitor.